Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving malfunction alerts "57", "59", and "69" on the ilet. The agent instructed the user to restart the device, which cleared the alerts. The user then completed a full supply change and reviewed recommended infusion site locations with the agent. The highest blood glucose (bg) recorded was 257 mg/dl. Bg was corrected through the ilet corrective algorithm and device restart. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.